Manufacturer narrative:
The product was identified as an oral-b power oral care refills pro health jr eb17 brush set on (B)(6) 2019. On (B)(6) 2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Ripped lower lip & caused several cuts [lip injury]. Pain - mouth [oral pain]. Sharp metal pin exposed [device breakage]. Consumer e-mailed and stated that he/she was brushing his/her back molars and found out that a sharp metal pin was exposed. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Ripped lower lip & caused several cuts [lip injury]; pain - mouth [oral pain]; sharp metal pin exposed [device breakage]. Case description: consumer e-mailed and stated that he/she was brushing his/her back molars and found out that a sharp metal pin was exposed. No serious injury was reported.